Manufacturer narrative:
The insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the displacement test, sleep current measurement, active current measurement and keypad voltage test. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board 1 during visual inspection. The insulin pump history download was successful using thus. All buttons functioning properly. However, moisture damage was found on the electrical board 1 connector during visual inspection. Also, pump error 4 alarm and pump error 63 alarm (variableinfo=03) during self test and confirmed in the device history. The insulin pump trace was re-soldered with pin keypad assembly and continued testing. The insulin pump passed the self test and no unexpected pump error 63 alarm noted during the testing. In conclusion, the insulin pump alarmed pump error 63 (variableinfo=03) during self test due to broken trace on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm and a blank display. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Insert battery alarm did not appear on screen when they removed battery. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did return after insulin pump restart but they were not able to clear the alarm. Troubleshooting was done for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer states that there was no response from any button. No harm medical intervention was reported. The insulin pump will be returned for analysis.